Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure") and perforation ("perforation of the uterus or other structure") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("urinary problem"), pelvic pain ("pain, including chronic pain"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction;"), dyspareunia ("dyspareunia") and mental disorder (" psychological issues"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-apr-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure") and perforation ("perforation of the uterus or other structure") in a 43 year-old female patient who had essure inserted (lot no. He011d6) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("urinary problem"), pelvic pain ("pain, including chronic pain"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction;"), dyspareunia ("dyspareunia") and mental disorder (" psychological issues"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The most recent follow-up information incorporated above includes data received on: 02-may-2024: lot number (he011d6) added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal"), pelvic pain ("pain, including chronic pain") and perforation ("perforation of the uterus or other structure") in a 43 year-old female patient who had essure inserted (lot no. He011d6) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), pelvic pain (seriousness criterion medically important), perforation (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("urinary problem"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction;"), dyspareunia ("dyspareunia") and mental disorder (" psychological issues"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Lot number: he011d6 manufacture date: 2015-10 expiration date: 2018-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-may-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure") and perforation ("perforation of the uterus or other structure") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("urinary problem"), pelvic pain ("pain, including chronic pain"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction;"), dyspareunia ("dyspareunia") and mental disorder (" psychological issues"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2023. At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Perforation of the uterus or other structure [uterine perforation] device breakage during removal [device breakage] pain, including chronic pain [pelvic pain female] perforation of the uterus or other structure [perforation of organ] abnormal bleeding [genital bleeding] device migration with associated complications including bladder, bowel, and urinary problems; [device migration] device migration with associated complications including bladder, bowel, and urinary problems; [bladder disorder] device migration with associated complications including bladder, bowel, and urinary problems [other disorders of intestine] urinary problem [urinary tract disorder] inability to tolerate the device [device intolerance] allergic or hypersensitivity reaction; [allergic reaction] device breakage during removal [complication of device removal] dyspareunia [dyspareunia] psychological issues [psychological disorder] vaginal discharge [vaginal discharge] nausea [nausea] dizziness [dizziness] stomach cramps [stomach cramps] recurrent headaches [headache recurrent] back pain [back pain] suspected uti [uti] urinary incontinence [urinary incontinence] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal"), pelvic pain ("pain, including chronic pain") and perforation ("perforation of the uterus or other structure") in a 43 year-old female patient who had essure inserted (lot no. He011d6) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). Concurrent conditions were listed as abdominal pain, coronavirus infection, nocturia, hypertension, angioedema, urticaria, incontinence, urinary frequency, hypokalemia, swelling, heavy periods, obesity, arthritis, dysmenorrhoea, blurred vision, tingling, numbness, asthma, obesity, asthma, chest tightness, dyspnea, rash, urinary incontinence, coital bleeding, dyspareunia, vaginal bleeding, vaginal discharge, iliac fossa pain, glycosuria, uti, lower abdominal pain, fatigue, nausea, migraine, depression, pleuritic pain, folliculitis, asthma, tuberculosis, headache, difficulty breathing and back pain (with radiation). Concomitant products included metoclopramide (metoclopramide hydrochloride), aspirin (acetylsalicylic acid, acetylsalicylic acid), lisinopril, cetirizine (cetirizine hydrochloride), paracetamol a and fremanezumab. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6)2023. On unknown date she experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), pelvic pain (seriousness criterion medically important), perforation (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("urinary problem"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction;"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), dizziness ("dizziness"), abdominal pain upper ("stomach cramps"), headache ("recurrent headaches"), back pain ("back pain"), urinary tract infection ("suspected uti") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomies). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain upper, back pain, bladder disorder, device breakage, device dislocation, device intolerance, dizziness, dyspareunia, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, mental disorder, nausea, pelvic pain, perforation, urinary incontinence, urinary tract disorder, urinary tract infection, uterine perforation and vaginal discharge to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: 3 coils, 3 coils normal saline hysteroscopy, bilateral placement, no pain findings: normal cervix, normal endometrium, normal uterus [pathology test] on (B)(6)2023: uterus, cervix, both tubes with essure devices: the right fallopian tube measures 70 mm in length and 5 mm in diamtere and appears normal. The left fallopian tube measures 65 mm in length and 5 mm in diameter and appears unremarkable. Microscopic report: both fallopian tubes are normal. Summary: cervix: normal endometrium: normal myometrium: normal both fallopian tubes: normal [ultrasound scan] on (B)(6) 2017: the anteverted uterus is normal in size and contour. Small simple cyst noted at the border of the anterior wall of the uterus measuring 11 mm. The endometrium measures 4.3 mm. The right ovary is normal in ultrasound appearances. The left ovary is not positively identified in todays scan. No adnexal masses or cyst seen, no pelvic free fluid.; on (B)(6) 2017: revealed normal anteverted uterus with both essure devices correctly positioned. Her previously noted 4.6cm right simple adnexal cyst has reduced to 2.5cm. The left ovary was normal.; on (B)(6)2022: the anteverted uterus is normal in size and contour. Small simple cyst noted at the border of the anterior wall of the uterus measuring 11 mm. The endometrium measures 4.3 mm. The right ovary is normal in ultrasound appearances. The left ovary is not positively identified in todays scan. No adnexal masses or cyst seen, no pelvic free fluid. Lot number: he011d6 manufacture date: 2015-10 expiration date: 2018-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-sep-2024: medical record received. New events vaginal discharge, nausea, dizziness, upper abdominal pain, headache, back pain, uti & urinary incontinence were added. Concomitant conditions were added. Concomitant drugs were added. New reporters were added. Lab data added. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.